Event description:
It was reported that during use the bd preset¿ arterial blood collection syringe was found with foreign matter on device cannula, needle or any fluid path component and with a deformed plunger. The following information was provided by the initial reporter: before use, it found that there was fm in barrel and the plunger was loosen. Adr# (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter / loose plunger with the incident lot was not observed. Additionally, the customer sample was evaluated by visual examination and functional testing and the indicated failure mode for foreign matter / loose plunger with the incident lot was not observed as all product specifications were met. No evidence of foreign matter was observed and the plunger worked to specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the bd preset¿ arterial blood collection syringe was found with foreign matter on device cannula, needle or any fluid path component and with a deformed plunger. The following information was provided by the initial reporter: before use, it found that there was fm in barrel and the plunger was loosen. Adr# (B)(4).